Event description:
Customer reported via phone call that their sensor and blood glucose readings are off. Customer states that the blood glucose reading is 167 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.